Event description:
Emt's were called to a 97 yr old female who had collapsed. The pt was diagnosed in cardiac arrest. The device was connected to the pt and two automated ECG analyses were performed. No shock was advised both times. Paramedics subsequently arrived and diagnosed ventricular fibrillation. An unreported number of countershocks were administered. The pt was not resuscitated. The rptr was not sure if the device may have caused or contributed to the pt's outcome. It was the rptr's opinion that the device should have advised a shock following the second ECG analysis on what appeared to be coarse ventricular fibrillation.